Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) #p100022/s001. As 3 stents are suspected to be involved in this event a separate report has been submitted for each suspect device. Reference also reports # 3001845648-2017-00606 and 3001845648-2017-00608. This investigation will capture the restenosis of ziv6-35-125-6.0-120-ptx stent of lot number c778921. The ziv6-35-125-6.0-120-ptx stent of lot number c778921 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. The patient had the following pre-existing conditions: coronary artery disease, hypertension, diabetes, hypercholesterolemia, ever smoked. Pad (peripheral artery disease). It was stated in the complaint file that no imaging was available for review, and cri stated they currently had no imaging for review for this patient. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as no imaging was available at the time of investigation, a definitive root cause of this event cannot be determined at this time. It may be noted that the packaging insert lists restenosis of the stented artery as a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number c778921. However based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c778921. New medication(s) was/were prescribed under physician¿s decision and administered to the patient. It is unknown what medicine was newly administered. The patient has not recovered. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
(B)(6) 2012: three ptx stents were placed from the left sfa ~ popliteal artery above the knee. (B)(6) 2014: restenosis or 100% restenosis was confirmed. Date unknown: medication(s) was/were changed. (B)(6) 2017: the patient has not recovered. Clarification was requested regarding "medication(s) was/were changed." The following was received: "new medication(s) was/were prescribed under physician¿s decision and administered to the patient. It is unknown what medicine was newly administered." As 3 stents are suspected to be involved in this event a separate report has been submitted for each suspect device. Reference also reports # 3001845648-2017-00606 and 3001845648-2017-00608.